Event description:
It was reported that during an inpatient device check post-implant, the right atrial (ra) lead was undersensing and failed to capture. A chest x-ray revealed atrial lead dislodgement. The ra lead was explanted and replaced. The patient was in stable condition with no adverse events.